Event description:
The manufacturer received information alleging a ventilator not operative for a garbin evo device. There was no harm or injury reported. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator not operative for a garbin evo device. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the third-party service center, a ventilator inoperative error was discovered in the device's event log. The technician recommended replacing the device's machine flow sensor to address these issues. No further investigation is required at this time. Not related to the issue, the device's system board needs to be replaced due to an error code indicating that the motor controller has proceeded to the shutdown state due to an error with the motor, in addition to an error indicating a sensor offset during drift calculation is too high. The in-line filter prox and the blower assembly are contaminated and will need to be replaced. The vanity cover is damaged. The muffler assembly, particulate filter and air inlet foam filter need to be replaced for 4-year preventative maintenance. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.